Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion, and elected to retract the delivery/stent device back into the guide catheter. Under flouro it was noted that the stent was dislodging and the entire system was removed. Upon removal it was noted that the stent was missing. The undeployed stent remains in the paitent. Patient status is listed as "okay".